Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of a patient's programming history, it was noted that patient's settings were changed unintentionally due to an interrupt system diagnostic test. On (B)(6) 2004, the patient was interrogated at 1.5 ma/20 hz/250 microsec/30 sec/5 min. A system diagnostic test was then performed. When the patient was interrogated initially on (B)(6) 2004, the patient was found to be at 0 ma/20 hz/250 microsec/30 sec/5 min. The patient was then programmed to 1.5 ma. Current labeling recognized the possibility for unintentional setting changes if a break in communication occurs. Consequently, the physicians are instructed to always perform final interrogations to ensure proper device settings.